Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The problem (unable to power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to power on.